Event description:
Report received of an underdelivery. The patient was to receive 1235 ml of tpn over 12 hours during the night. The patient also receives enteral feeding. A nurse was present all night, and reportedly there were no pump alarms. In the morning the nurse noted that only half of the tpn had infused. There was a backup pump available in the home. There were no symptoms of hypoglycemia, adverse patient effects, and no medical interventions were required. Though requested, no additional information was provided.